Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a scrotal infection. The patient complained of pain and swelling 3 months after the initial device implant. A wash out was performed and a new malleable penile prosthesis was implanted. Following the surgery, the patient fully recovered